Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii" closed IV catheter system broke from the hub during the infusion. However, 1 cm of the broken tube could not be accounted for, so the patient received an x-ray of the left hand and CT scan of the chest, but the piece was not found. It was then discovered that liquid leaked during the flush from the tape wrapping the needle, which came out when removing the tape. The following information was provided by the initial reporter, translated from (B)(6) to english: "when flushing the indwelling needle, it was found that the catheter tubing was broken and the length of the tube was about 1cm shorter. It is not confirmed whether it is in the patient's body and further examination is needed." " the start time for the intubation is 14:20 pm on (B)(6) 2021, and the time for the catheter tubing broken is found to be 8:30 pm on (B)(6) 2021. There is currently no position of broken catheter tubing found. The broken catheter tubing is not completely taken out. The drugs entered by the patient are: vitamin c injection, metronidazole sodium chloride injection, cefotaxime sodium for injection, and xiyanping injection. The patient was admitted to the hospital on (B)(6) 2021 due to fever for one day. He occasionally had a dull headache and vomited after eating. The stomach contents were accompanied by nasal obstruction. He was diagnosed as acute respiratory infection and acute sinusitis. No restlessness and mental abnormalities were found during the infusion. The nurse called the head nurse after discovering the broken catheter tubing. The head nurse took the child for an x-ray of his left hand, but no broken tubing was found. Then, a chest CT scan was performed and no broken tube was found. The head nurse learned through the nurse that after flushing the tube before the infusion, liquid was found to leak out from the tape wrapping the indwelling needle. After opening the tape, the indwelling needle catheter was found to have come out, and there was no blood leakage from the puncture point. The head nurse communicated with the patient's family and explained that the patient went home after finishing the infusion on (B)(6). He never came to the hospital again."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 7/20/2021. H6: investigation: a device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by the facility has been reviewed by our team of quality engineers. They noted that the catheter was broken one third of the distance from the adapter body. The issue has been confirmed. Functional testing for pull force resistance was performed on the available retention samples. They were found to perform within the product specifications. Based on the results from functional testing, and the provided event description that indicates the break occurred after 24 hours of use, our engineers could not associate the root cause with the manufacturing process.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system broke from the hub during the infusion. However, 1 cm of the broken tube could not be accounted for, so the patient received an x-ray of the left hand and CT scan of the chest, but the piece was not found. It was then discovered that liquid leaked during the flush from the tape wrapping the needle, which came out when removing the tape. The following information was provided by the initial reporter, translated from chinese to english: "when flushing the indwelling needle, it was found that the catheter tubing was broken and the length of the tube was about 1cm shorter. It is not confirmed whether it is in the patient's body and further examination is needed." "The start time for the intubation is 14:20 pm on (B)(6) 2021, and the time for the catheter tubing broken is found to be 8:30 pm on (B)(6) 2021. There is currently no position of broken catheter tubing found. The broken catheter tubing is not completely taken out. The drugs entered by the patient are: vitamin c injection, metronidazole sodium chloride injection, cefotaxime sodium for injection, and xiyanping injection. The patient... Was admitted to the hospital on (B)(6) 2021 due to fever for one day. He occasionally had a dull headache and vomited after eating. The stomach contents were accompanied by nasal obstruction. He was diagnosed as acute respiratory infection and acute sinusitis. No restlessness and mental abnormalities were found during the infusion. The nurse called the head nurse after discovering the broken catheter tubing. The head nurse took the child for an x-ray of his left hand, but no broken tubing was found. Then, a chest CT scan was performed and no broken tube was found. The head nurse learned through the nurse that after flushing the tube before the infusion, liquid was found to leak out from the tape wrapping the indwelling needle. After opening the tape, the indwelling needle catheter was found to have come out, and there was no blood leakage from the puncture point. The head nurse communicated with the patient's family and explained that the patient went home after finishing the infusion on (B)(6). He never came to the hospital again."